Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and discovered that the patient's right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition. The rv lead was capped and replaced on (B)(6) 2026. The patient had no adverse consequences due to the event.